Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the low level cable alert works intermittently. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no delay or adverse consequences to the pt.